Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was leaked and water invaded there while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the event. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed, and no image was also confirmed with a deep dent in the insertion tube. Additionally, the investigation revealed: unusual restriction in the bending section, bending section cover was leaking, the electrical test failed, a hole in the charged coupled device, and dried fluid was found on the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using evis exera iii bronchovideoscope the camera was not working; the image was static. There were no reports of patient harm or impact associated with the event. During inspection and testing of the retuned device revealed no image was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.